Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient wanted to change size.

Event description:
Healthcare professional reported right side rupture discovered during surgery. The device has been explanted.

Event description:
Healthcare professional reported right side rupture discovered during surgery. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: red particles in the shell, opening extended and underweight. A visual and microscopic analysis was performed which identified; striated opening anterior. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage consist in the use of some surgical tool. A review of the device history record has been completed. No deviations or non-conformances noted.